Manufacturer narrative:
One (1) used sample item #011-mc33869 connected into a 5ml bd syringe was returned for evaluation, as received there was observed a dry infusate residual in the syringe's thread. However, when or how the dry solution got into the component is unknown. No additional physical damage or abnormality was observed. The set was primed and no additional leaks were observed along the device during the test. Complaints of leaks cannot be confirmed or replicated. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. Date returned to mfg: 5/26/2023.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
It was reported that a 5" (13 cm) appx 0.33 ml, smallbore bifuse ext set w/2 microclave¿ clear, 2 clamps, rotating luer microclave was found to be leaking noradrenaline from the screw thread on isolated devices. Testing on samples from the same batch found the leaks were not repeatable. The batch of devices was removed and quarantined. Alternative device sought. There was patient involvement; however, no harm was reported.